Manufacturer narrative:
(B)(4) date sent 10/15/2025 d4 batch #z7025t. Photo analysis: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a semi-formed clip inside a plastic container. The image is not clear to determine the failure mode. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device z7025t_el5ml batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure there was failed clip applier surgeon had issue. Can not distinguished if it's man error or instrument. There were no patient adverse event.

Manufacturer narrative:
(B)(4). Date sent 10/9/2025. D4 batch # unk. B3: only event year known: 2025. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: please provide more details about the device quality issue. Did device jam (not fire clips)? Did device not feed clips (clips not advance fully into jaws)? Did device drop or eject clips? Was there any other issue noted with the clip firing (sideways feed clip, malformed clips, scissored clips, etc )? Did the clip not hold on the vessel or tissue once placed? Was the device on a vessel/artery when it would not open? If yes, how was the device removed? (Cut off, forced open) if the device was cut off, was there any damage to the vessel/tissue? The clip was not fully closing when clamping the ducts. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.